Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a total of 29 inappropriate shocks since may 2025 due to t-wave oversensing. Two of those inappropriate shocks were delivered due to atrial fibrillation (af). In june 2025, smart pass was disabled and the vector was changed from secondary to primary. In may and june 2026, two inappropriate shocks were delivered due to t-wave oversensing. The morphology was different compared to episodes prior to smart pass being disabled. It was noted this patient had a history of substance abuse and ventricular tachycardia (vt). The patient also received appropriate shocks for their vt. Technical services (ts) discussed there were no further reprogramming options, and the health care professional (hcp) should consider implanting a transvenous system. At this time, this s-ICD remains in service. No adverse patient effects were reported.